Event description:
Device 1 of 2: reference MFR report: 1627487-2012-09333. It was reported the patient had been feeling a stinging sensation at the ipg pocket site. It is unknown whether the sensation is present during stimulation use or not. The patient also reported she has not been receiving effective pain coverage in the desired pain pattern. Reprogramming provided optimal coverage as needed. Further follow-up revealed, patient will possibly be undergoing spine surgery. The patient is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.